Manufacturer narrative:
(B)(4). The customer¿s report of a cracked luer was confirmed. Visual inspection observed that the male luer spin collar was cracked in four separate locations with the cracks running parallel to the direction of the fluid flow. Further visual inspection of the damaged component under magnification observed whitish colored scratches and stress markings around each one of the four cracks. The scratches and stress markings gave indication that there may have been a clamp or tool involved in tightening or un-torquing the male luer. Functional testing showed that the set flowed freely and ran with no issues observed. The probable cause of the damage to the male luer collar is from the over-tightening or un-torquing of the male luer onto the female end or poor fitment between the female end and the male luer.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a cracked luer after one day in use of infusing blinatumomab 28mcg at 5.6ml per hr. There was no report of patient harm.